Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory tone and vibration. Moisture was observed in the battery compartment and on the battery cap. A leak test was performed and a leak was identified at the battery compartment. The pump cover was removed and moisture was found on the boost regulator circuit.